Event description:
Customer's mother reported that they received a button error alarm on the insulin pump. She stated that changing the battery did not resolve the issue and they were unable to clear the alarm. The blood glucose reading was not known. She was unsure of what led up to these issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a scratched reservoir tube window, a cracked reservoir tube and a cracked reservoir tube.